Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst noted that the lead was returned with the helix mostly retracted and tissue visible in it. The tissue was removed with alcohol and the helix extends/retracts normally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease in pacing impedance and the threshold had increased with intermittent capture in bipolar. It was later determined that the lead had perforated the ventricle. The patient experienced a pericardial effusion, painful breathing, and chest pain. There was also low impedance and undersensing noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.